Manufacturer narrative:
Physical asymmetry: according to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. An adverse event requiring surgical intervention as indicated by patient.

Event description:
Per social media, allergan aesthetics received a report of a patient treated with coolsculpting resulted in patient experienced an event where ¿cool sculpting left a dent in my thigh. I had to have a fat transfer done to fix it. (Profanity) cool sculpting.¿ treatment area demarcation (tad) [physical asymmetry] with surgical intervention were determined by allergan medical.